Event description:
The customer contacted braun thermoscan on 1/8/1998 via the 1-800 number. He reported that on 1/5/1998, he obtained readings of 94-95 f on his son. Although these readings were close to his son's health baseline temperature, that afternoon he took the child to the dr because the boy was unusually quiet. An oral reading of 101 f was obtained, no diagnosis was made, and no course of treatment was precribed. The next day, the child's mother obtained readings of 94-98 f. Around 5:00 pm, the child felt very warm, so she administered tylenol. About a half hour later, the customer came home, approached his son who was lying on the couch, and the boy experienced a febrile seizure. An ambulance was called to the house. The attendant obtained a reading of 106 f with a professional ear thermometer, which the customer compared to a reading of 96 f on the family's home use thermometer. The attendant adminstered medication to reduce the fever and oxygen. The hosp obtained a reading of 105 f, adminstered more medication, prescribed an antibiotic, advised alternating tylenol and motrin, believed the child had a virus, and released him.